Manufacturer narrative:
The customer only returned the suspected contour next one meter. An in-house testing was performed using the returned meter and in-house contour next test strips from lot # 9apec53a, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that he obtained blood glucose readings of 144 mg/dl, 143 mg/dl and 173 mg/dl between 1:35 p.m. And 1:44 p.m. On a contour next one meter. He also performed testing on a non-ascensia meter and obtained reading of 83 mg/dl twice at 1:40 p.m. And 1:41 p.m. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.